Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection of the first and second loading units noted that both loading units were partially fired, had deformed clamping mechanisms, and the anvils were severely bowed. Microscopic evaluation noted that the second loading unit had damage to the cutting edge of the knife blade. Functionally both loading units were loaded into a post market vigilance instrument, the interlocks were overridden, and the loading units were applied to test media. All remaining staples were placed and test media was cleanly transected. The third loading unit was fully fired and was cycled without hesitation or binding. The fourth and fifth loading units had deformed clamping mechanisms. Functionally the fourth and fifth loading units were loaded into a post market vigilance instrument and applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. " replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic nephrectomy, handle fired previously but stopped firing, the reload would not close properly. Tried another reload and had the same result. This laparoscopic converted to an open surgery. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The surgery was extended for more than thirty minutes, also the patient had extension of hospitalization due to the event. The incision was extended more than 1 inch (2.54cm). The patient was alive with no injury.